Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high readings of "194, 187, 175, 170s, and 180s mg/dl" compared to normal reading/feeling. This complaint is classified according to the documentation of the customer care advocate. The patient's diabetes is managed with oral medication, diet, and/or exercise. During february while the patient had the reported elevated readings, his metformin oral medication was increased to 2050 mg. The patient reportedly did not take any action in regards to diabetes management based on the elevated blood glucose readings. Subsequently a few hours later, the patient had symptoms described as "nausea, cold sweats, jittery, nervousness, and loss of balance." There was no report of any hcp treatment to suggest a serious injury at the time of concern. During troubleshooting, the patient confirmed the unit of measurement was correctly set. There was no control solution at the time to perform a quality test. The test strips were within the discard date. Per lifescan¿s criteria, comparing meter results to feelings or the usual readings are an anecdotal comparison. This complaint is being reported because, the patient developed symptoms suggestive of hypoglycemia after obtaining the alleged elevated blood glucose readings on the subject meter. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow up #1 (05/31/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. The retain test strips also passed all testing on (B)(4) 2013. A DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.